Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 02aug2023, this unit was going to be send to sorevan. The device was still located at the customer and should be send soon to the depot for repair and still unrepaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. As per review of wo on (B)(6)2023, there was no patient involvement. As per follow up information received via email on (B)(6)2023, this unit was going to be send to sorevan. The device was still located at the customer and should be send soon to the depot for repair and still unrepaired. As per sample evaluation results on (B)(6)2023, it was reported that the modified ac lead. Temperature cable failed during testing.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed due to a faulty chiller. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on 25jul2023, there was no patient involvement. Per follow up information received via email on 02aug2023, this unit was going to be send to sorevan. The device was still located at the customer and should be send soon to the depot for repair and still unrepaired. Per sample evaluation results on 25oct2023, it was reported that the modified ac lead. Temperature cable failed during testing.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed due to a faulty chiller. The chiller was replaced. Modified ac lead. Temperature cable failed during testing. The ac lead was replaced. Temperature cable was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Per review of wo on 25jul2023, there was no patient involvement. Per follow up information received via email on 02aug2023, this unit was going to be send to sorevan. The device was still located at the customer and should be send soon to the depot for repair and still unrepaired. Per sample evaluation results on 25oct2023, it was reported that the modified ac lead. Temperature cable failed during testing.